Manufacturer narrative:
Insulin pump received with blank display after the countdown followed by a constant tone problem isolated to the motherboard. No rattling noise when shaking the pump noted. No loose components inside the pump noted. Insulin pump received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device made a loud noise and started counting down during a bolus. Device would not turn back on. Customer's blood glucose was 161 mg/dl. Customer mentioned the device would rattle when it was shaken. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.